Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. No programming changes or intervention were done; the rv lead will continue to be monitored. The patient was in stable condition.